Manufacturer narrative:
The customer reported air-in-line and tubing failure issues. No product or photo was returned by the customer. The customer complaint of air in line / tubing defective damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim: rcc received complaint via email. Email(s) attached. Hello, I wanted to provide a heads up that jason bryan, biomed of ucsf will be sending in several devices for investigation: rga # 3031400025 ¿ air in line issue, sensor not picking up air ¿ this device is currently en route free flow incidents ¿ issue with broken platen, tubing set failures ¿ these devices will be sent in soon there is a growing concern from ucsf that there have been more free flow incidents. Please prioritize these. Ucsf currently in alaris rfp.